Event description:
The pt was revised due to pain and screw breakage.

Manufacturer narrative:
Examination was not possible, as the products were not returned. A search of the complaint database found no prior reports for both reported part and lot number combinations. (B) (4), the manufacturing facility, stated at the time based on the fact and on the system jde that no discrepancies were noted for the products being accepted. Provided information states that initial surgery was done on (B) (6) 2008. After the surgery the pt had pain and in (B) (6) of 2009, the x-ray found the screw had already been broken. In the indications section of the surgical technique it states these implants are intended as a guide to normal healing, and are not intended to replace normal body structure or bear the weight of the body in the presence of incomplete bone healing. Delayed unions in the presence of load bearing or weight bearing might eventually cause the implant to break due to metal fatigue. All metal surgical implants are subjected to repeated stress in use, which can result in metal fatigue. In the warnings and precautions section it states bone screws and pins are intended for partial weight bearing and non-weight bearing applications. These components cannot be expected to withstand the unsupported stresses of full weight bearing. The investigation could not verify or identify any product contribution to the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of performed investigation, the complaint will be re-opened.